Manufacturer narrative:
On july 23, 2021 mentor became aware that the device returned to this complaint, actually belonged to a different event. The complaint device for this complaint has not been returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a mentor smooth round high profile 380cc saline prosthesis experienced deflation post procedure. As a result, replacement with a 550cc mentor memorygel breast implant was performed on (B)(6) 2021. This event is related to an intraoperative deflation reported under 1645337-2021-06947.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4),on july 9, 2021 mentor became aware that it erroneously reflected that the device had not been returned in the initial report submitted on that same date. The device was in fact returned on june 23, 2021. D9 has been updated to reflect this. H6 has been updated to reflect this. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.